Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17638. Related manufacturer reference number: 2938836-2019-17639. It was reported that the patient presented to the clinic with complains of inferior margin pain while moving shoulder. The device system was repositioned. The patient¿s condition was stable.